Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A 2.5 x 15 mm otw trek balloon catheter was being advanced over a prowater guide wire when there was resistance felt. The balloon catheter was successfully used; however, when removing it over the guide wire there was resistance felt. The prowater guide wire was then used with a 3.0 x 18 mm xience xpedition to sucessfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to position and remove with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.